Event description:
International affiliate reports that examination of the intermediate tightener found the tip had broken off from the instrument. The broken tip section was not returned. The instrument was contained in a returned loaner kit. It is not known when/where the breakage occurred.

Manufacturer narrative:
Depuy synthes spine has requested return of the tightener for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
Examination of the returned intermediate tightener confirmed tip breakage. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, tip breakage appears to be related to forces applied to the instrument during usage. A CAPA has been initiated to further investigate root cause and/or corrective actions.